Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative as well as a healthcare professional (hcp). The patient was receiving an unknown concentration of baclofen at 599mcg/day via an implantable infusion pump for cerebral palsy and intractable spasticity. It was reported that the patient's pump was alarming with a two tone beep. Upon initial interrogation, the pump had gone through a motor stall. The patient had not recently had a magnetic resonance imaging scan. The logs showed that multiple motor stalls and recoveries had occurred starting on (B)(6) 2018. No symptoms were reported. The patient is waiting on insurance authorization for surgical intervention. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient underwent a pump replacement. The cause of the motor stalls and recoveries was unknown. No further complications were anticipated/reported.